Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that, before patient therapy use, the customer switched the cs300 intra-aortic balloon pump (iabp) on, and error message ¿electrical test fails # 50¿ appeared. When the customer checked the system they saw that the motor board started but the compressor itself didn¿t start. When the customer opened the compressor cover and removed the heads they saw that there was a lot of brown material inside of the pump assembly. The issue was with the pump assembly. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The facility's biomed has reported that the there was problem in the compressor assembly and they fixed it. The problem is resolved and iabp was returned to customer and cleared for clinical use. Refer analysis attachment.

Event description:
It was reported that, before patient therapy use, the customer switched the cs300 intra-aortic balloon pump (iabp) on, and error message ¿electrical test fails # 50¿ appeared. When the customer checked the system they saw that the motor board started but the compressor itself didn¿t start. When the customer opened the compressor cover and removed the heads they saw that there was a lot of brown material inside of the pump assembly. The issue was with the pump assembly. There was no patient involvement or adverse event reported